Event description:
During a pci procedure, the physician felt resistance while using the maverick2 monorail ptca catheter and canceled use. The lesion being treated was a calcified, 99% stenotic lesion in a highly tortuous mid left anterior descending (lad) coronary artery. The procedure was not completed. No patient injuries or complications were reported. Patient status is reported as 'good'.